Manufacturer narrative:
Evaluation of the device indicates attempted maintenance. Performance testing indicates the maximum and minimum inhalation time is out of specification. Device shall be repaired and recalibrated then returned to customer.

Event description:
This report is submitted to comply with MDR malfunction notice 76 fr 12473 requiring the reporting of incidents involving a life-support and/or life-sustaining device. The shaft of the on-off control is damaged and the knob will not attach properly. It is also probably out of alignment. They turned it off with hemostat and took pt out of chamber. They tried to tightened it, but staff made it worse.